Manufacturer narrative:
A ts representative discussed that there are 90 days between eri and eol and if something had changed in programming, pacing, or impedances, this could have caused the device to reach eri much sooner. At this time, this device remains implanted. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable pacemaker reached end of life (eol) without ever displaying the elective replacement indicator (eri). No adverse patient effects were reported. Boston scientific technical services (ts) was contacted to discuss this behavior.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. The device had normal telemetry functions. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined that this device met all specifications.

Event description:
The device was explanted and returned.